Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged with moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during the investigation, the pump was returned with moisture in the battery compartment and behind the display lens. A leak test failed due to a crack in the battery compartment. The pump was opened, and moisture was observed throughout the pump casing. Investigators were unable to download the pump¿s history due to moisture ingress.